Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with their atrial lead that exhibited noise episodes. The noise was reproduced with myopotential exercise and pocket manipulation. Every other electrical value had been very consistent. The lead was further monitored and no intervention was done.